Event description:
The customer reported the hd autoclavable camera head has sudden loss of image. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This initial report includes the device history record(DHR) review , evaluation notes, and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for evaluation. Upon evaluation of the device, the reported issue of image loss was confirmed. In addition, dent connector, cable twist, cable scratches and head switch discoloration were observed. The root cause of the phenomenon was unable to be identified. However, the probable cause of the image not displaying was due to flooding of the imaging unit and cable at the head part. As a result, communication failure occurred, and the image was not displayed. It is presumed that water entered because there was a damage in the cable. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities or variations. The instructions for use (IFU) states the following information regarding cable scratches: do not wash, disinfect, sterilize, or store this product with tweezers, forceps, scalpels, etc. A hole in the camera cable may be exposed, and water leakage may destroy the electrical circuitry inside the product. Do not bump or drop this product. Water leaks can destroy the electrical circuitry inside the product olympus will continue to monitor complaints for this device.